Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024 palette life sciences representative received a notification from a [physician] in the united states. It was reported that "a male patient received a barrigel injection on (B)(6) 2024. The barrigel was mistakenly placed into the patient's prostate." Additional information received on 29-oct-2024 from the [physician] indicated that "barrigel was mistakenly injected into the patient's prostate, and he experienced hematuria, dysuria, incomplete bladder emptying, and a urinary tract infection requiring antibiotics. The patient's radiation treatment is currently on hold."

Event description:
On 28-oct-2024, palette life sciences representative: received a notification from a [physician] in the united states. It was reported that "a male patient received a barrigel injection on (B)(6) 2024. The barrigel was mistakenly placed into the patient's prostate." Additional information received on 29-oct-2024 from the [physician] indicated that "barrigel was mistakenly injected into the patient's prostate, and he experienced hematuria, dysuria, incomplete bladder emptying, and a urinary tract infection requiring antibiotics. The patient's radiation treatment is currently on hold."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.